Event description:
It was reported that a patient presented remotely via merlin. Net, the implantable cardiac monitor (icm) exhibited r-wave amplitude variation and loss of contact causing false pauses. The icm was repositioned and subsequently was explanted on (B)(6) 2025. The physician then implanted a new icm. During the implantation procedure of the new icm, an extreme r-wave amplitude variation was observed similarly as the first icm implanted. Hence, the physician decided not to implant the new icm. The patient was stable throughout.